Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (230-300 mg/dl). Contact reported that possible cause may have been that the infusion set cannula was placed in scar tissue; however, contact could not confirmed. Elevated bg levels were treated by delivering a correction bolus via the pump. System check performed with tandem technical support indicated that the pump was performing as intended.